Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, her distance vision was not corrected. She expected the lenses to correct her distance vision, but her near vision was corrected instead. The consumer did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for her left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. The consumer did not provide any contact information; therefore follow up was not able to be conducted. (B)(4).